Manufacturer narrative:
(B)(4). The root cause has been determined to be user error. The labeling review indicates that the product leaflet provides ample information on use and clearly instructs the user to break the inter-chamber seal prior to use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case report received by baxter (B)(4) who reported that the spike had been inserted in the bicarbonate chamber of the product accusol, but all of the solution infused without being mixed. The patient got unmixed solution and the patient became alkaline. Intervention for the patient was not reported.

Manufacturer narrative:
(B)(4). Information regarding the product involved in the incident is unknown. The sample was discarded and is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.